Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with juice box. The customer had blood glucose of 120 mg/dl in the morning and entered 20 units for food. The customer stated that she received a miss bolus and was not sure why her grams would not go above 20 units. The product was not returned for analysis.